Event description:
Boston scientific received information that this product was explanted and returned with no reported allegations from the field. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue. Upon further investigation, boston scientific determined the patient passed away in (B)(6) 2012. There were no reported allegations against the device performance at the time of death. Additional information was obtained from an obituary review which indicated the patient passed away peacefully surrounded by family. The patient's clinic or the county medical examiner's office was unable to provide any further information regarding the patient's death.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, this device was thoroughly evaluated. It was confirmed that the device had no telemetry and a memory download could not be performed. The device case was opened in order to assess the internal components. Initial electrical testing revealed that an internal component (transformer) had failed, resulting in electrical overstress damage to the power supply circuitry. Detailed analysis determined the inability to establish telemetry or perform a memory download with this device was due to electrical overstress damage to the device circuitry. This resulted in a high current drain, which over time depleted the battery more quickly than expected. Boston scientific technical services reviewed data from the patient's remote home monitoring system. The last episode stored was from (B)(4) 2012 (a couple weeks prior to the patient's death). The last device interrogation took place on (B)(4) 2012. There were a total of 10 atr events and 1 vf zone detection which self terminated so no therapy was delivered. Boston scientific technical services determined that based on the review from this remote monitoring transmission, the device appeared to function as intended and noted that the overstress damage identified during laboratory analysis likely occurred post-mortem/post-explant. Based on boston scientific's investigation, all evidence suggests the malfunction occurred post-mortem.